Event description:
The user facility reported that an extra-corporeal circuit line became disconnected during a bypass procedure. The line was immediately reconnected and tie banded. The user facility reported that there was no pt injury and the procedure was completed successfully without any further complications. The estimated volume of blood loss was reported to be between 200-250cc.

Manufacturer narrative:
Method: the involved device was discarded by the user facility. Therefore, the investigation was based upon a review of user facility information and manufacturer quality records. The involved device was not returned for evaluation, which limits the failure investigation. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number or product code. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available information has been placed on file in quality assurance for tracking, trending, and follow up.